Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was making a strange noise. Per the video provided, there's a strange beeping sound. Energy was delivered to the vasoview hemopro ii. The procedure was completed with the same device. Device still worked just made noise. No procedural delay. No harm to patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site address exceeds character limitations: (B)(6).

Event description:
N/a

Manufacturer narrative:
Tw (B)(4) updated fields: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/05/2025. A video was provided by the account. A video inspection was conducted. Signs of clinical use and no evidence of blood was observed. The green light on the front of the power supply was observed to be lit. The green light on the base of the power supply was not observed in the video. A non-getinge ac power source was observed to be attached to the power supply. The adaptor was observed to be attached to the power supply. Beeping was heard the video but we are unable to determine if the harvesting device had power. An investigation was conducted on 12/03/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method stm2048073 rev aa. The device failed the transected tissue test. The device was only able to transect four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.